Manufacturer narrative:
The device has not been returned to physio-control for evaluation. The customer and field service representative was contacted numerous times for more details; however, no response has been received. The reported issue could not be verified and the cause of the reported issue could not be determined. Section e1 initial reporter postal code of the initial medwatch report should indicate: 67091.

Event description:
The customer contacted physio-control to report that their device locked up during initial boot- up. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device locked up during initial boot-up. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Adverse event/product problem of the initial medwatch report was "adverse event/product problem". Adverse event/product problem of the initial medwatch report should be "product problem".

Manufacturer narrative:
The customer confirmed that the device was scrapped and not available for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device locked up during initial boot- up. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during initial boot-up. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.